Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch.   The root cause for the defective switch could not be positively identified.   No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's response buttons were not able to activate the device.